Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and received third party assistance from paramedics, but the customer did not provide how the paramedics addressed the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.